Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to unlocked lcd connector. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 335 mg/dl. The customer stated that for the past two weeks the device was not delivering the bolus because, the bolus button was not working. They replaced the battery but the issue persisted. The discontinuation of the device was advised. Nothing further was reported.